Event description:
Report 3 to 5 received of tubing leaks. An unspecified amount of intravenous fluid leakage occurred while the tubing set was being used to administer an unspecified chemotherapeutic agent to a pt. It was reported that the tubing leak occurred "above the filter." There were no reported pt or healthcare provider adverse effects. Multiple unsuccessful attempts have been made to obtain additional info.